Event description:
It was reported that the patient called and mentioned that the lead was "broken", "shocked me" and was "disconnected". The physician stated that the patient did come to see him and that it was a concern about the atrial lead "that is not causing the patient any issues". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.